Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, arthrex was notified of a case study published by knee surgery & related research, for ¿favorable 10 year outcomes of osteochondral autologous transplantation for spontaneous osteonecrosis of the knee following subchondral insufficiency fracture with optimal alignment correction." The purpose of this study is to investigate the long-term effect of osteochondral autologous transplantation (oat) on spontaneous osteonecrosis of the knee (sonk) following subchondral insufficiency fracture remains unclear. This study aimed to evaluate the long-term survivorship and clinical outcomes of oat for sonk, with a focus on factors associated with clinical success. As a result, there were 16 complications: 15 patients had a high tibial osteotomy procedure performed, and one patient had an arthroplasty performed.

Manufacturer narrative:
Complaint allegation is not confirmed per the nishitani et al. Knee surgery & related research. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event underlying pathology, and the natural progression of disease rather than to a device- or procedure-related malfunction.